Event description:
Unomedical reference number (B)(4). Event occurred in the united states. It was reported that the patient was vomiting and she contacted her mother who further contacted college security to take her to the hospital. She had upper respiratory infection, urinary tract infection and was stressed due to her finals. She also faced a bent cannula issue due to its placement and did not have back up supplies. She was admitted to the hospital on (B)(6) 2019 early morning with diabetic ketoacidosis and blood glucose level was above 600 mg/dl. As corrective treatment in the intensive care unit, she received fluids via intravenous route, dextrose 5% in water, electrolytes and ph was around 7. The patient stayed in the hospital for three days. Unomedical do not see bent/kinking as being related to human factors, but rather as a training issue including correct choices of insertion sites and infusion sets and cannula length. Furthermore, the soft cannula is a flexible material that during use and upon removal can bend slightly. No further information available.